Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and anxiety-product/procedure, received on (B)(6) 2020 with lot number 1512476. Visual analysis of the returned device identified: crease fold, wear abrasion, one opening linear on the posterior and partial delamination on the plug strap disk shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, non-penetrating nick and partial delamination on the plug strap disk shell (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as an unidentified (tear) opening. Partial delamination on the plug strap disk shell (adhesive failure). Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported a left exchange from textured to smooth implant due to the patient's concern with the product and deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implant due to the patient's concern with the product and deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.10., h.3., h.6.

Event description:
Device has been explanted.